Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl due to bolusing for carbs that they did not end up consuming. Low bg was addressed by consuming carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.